Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted a pre-dilatation balloon and performed dilatation on the vessel. The physician inserted the stent delivery catheter and advanced the catheter forward and the physician noticed that the occlusion balloon had deflated unexpectedly. The physician continued the case without distal protection. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.